Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the threads of the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used to complete the investigation and it was able to secure to the pump. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the button was still responsive during the investigation.